Manufacturer narrative:
Permobil received communication from legal representative for the end-user where it was claimed an event having occurred on (B)(6) 2023 where while under power with the smartdrive mx2+, using an e2 tic watch as a controller. The end-user reportedly attempted to disengage the drive motor via tapping gestures of the watch. Report claims the smartdrive device failed to respond and continued under power, forcing the end-user to maneuver into an embankment, subsequently falling out of the wheelchair where they reportedly sustained a fractured femur and dislocated knee. Review of device history shows no record of this event having been reported to permobil, and no record of a device malfunction having been reported to permobil in/around the timeframe referenced. Due to the age of the alleged event, permobil is unable to confirm a product malfunction having occurred, thus is unable to reach a determination as to possible root cause without speculation. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Received correspondence where it was alleged on (B)(6) 2023, the end-user reported while under power of the mx2+ device via an e2 ticwatch. When attempting to disengage drive, alleges the device failed to respond, forcing the end-user to maneuver into an embankment. This reportedly resulted in injuries to the end-user requiring medical intervention to address.